Event description:
It was reported that the left ventricular (lv) lead presented with high and unstable thresholds. Lead also presented with high impedance and possible fracture. Lv lead was capped, abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the left ventricular (lv) lead capture threshold was high. Impedance on the lv (left ventricular) pacing lead was beyond the expected upper range and the impedance trend on the lv (left ventricular) pacing lead was variable. The weekly lv capture management trend data shows the lv threshold has been varying and high. The weekly pacing impedance trend data shows maximum lv pace impedance has been varying and high. Lv lead impedance increased to greater than 3000 ohms the week ending (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.